Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings: during the investigation, a review of the pump¿s black box showed loss of prime with non-zero force. No loss of prime warnings occurred during testing. The force sensor calibration was found to be within specifications. The issue of loss of prime alarms was observed in the history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A retained sample of the cartridge has been evaluated by product analysis with the following findings: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas stating for about 3 hours, the pump emitted multiple ¿loss of prime¿ alarms. The reporter reportedly changed the cartridge 3 times without resolve. The patient reportedly experienced a blood glucose of 25 mmol/l with small ketones. The reporter denied that the patient had symptoms. The reporter stated she was unable to clear the alarm and that the patient was on a back up pump. It was noted the patient¿s bg level decreased to 19mmol/l with no ketones. The reported bg value does not meet the animas criteria of an adverse event. This complaint is being reported because the reported "loss of prime" issue was not resolved during troubleshooting.